Event description:
Procedure: vaginal hysterectomy and sacrospinous mesh vaginal vault suspension. According to the reporter, the patient noticed discomfort and vaginal bleeding. A small area of vaginal mesh was found exposed in the vagina. The patient was re-admitted for excision of the exposed mesh. Additional information received from the account indicated that the doctor was unaware of the patient's condition due to the time elapsed since the reported event.

Manufacturer narrative:
(B)(4).